Manufacturer narrative:
Initial.

Event description:
It was reported that the user had been consistently selecting smaller meal sizes, after which the clinician recommended switching to fixed ratio (fr) so the user could select ¿usual for me,¿ with an agent successfully walking the user through the fr setup and confirming a blood glucose of 98 mg/dl before starting fr. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact to health, no alarms, and no need for medical intervention. Investigation included customer communication and follow-up calls to assess use of fr and meal announcements. Investigation of this case revealed that the issue was related to user selection of incorrect meal sizes rather than a device malfunction, with the device and its components performing as intended. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and use error, addressed through troubleshooting and education.